Event description:
It was reported that the customer was admitted to the emergency room on (B)(6) for high blood glucose levels. Customer was wearing the insulin pump at the time of the emergency room visit. Customer's blood glucose level at the time of the emergency room visit was over 600 mg/dl. Customer stated that her site was moving easier than normal. When customer turned the site, she reported that she could smell the insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer did not want to run the high pressure test because it would damage the infusion set that she recently changed. Customer was advised to call back to run the test. Customer's current blood glucose level was 179 mg/dl. On (B)(6) 2014, customer called back and the insulin pump passed the high pressure test. Customer stated that she thinks it was her site that led to her previous high blood glucose levels. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.